Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system recorded a stored signal artifact monitor (sam) episode due to artifact related to the minute ventilation (mv) feature. This resulted in the mv feature being disabled. It was suspected that the noise is likely external. At this time, the device remains in service. No adverse patient effects were reported.